Manufacturer narrative:
Due to character limitation, below field are added from e1: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cs100 intra aortic balloon pump had an alarm during use, the automatic inflation failed, and the device could not be used. There was no patient injury reported.

Manufacturer narrative:
Updated fields: b4, d9, g1 (contact person mfg site), g3, g6, h2, h3, h6 (type of investigation, investigation findings and investigation conclusions), h11. Corrected field: e1 (event site telephone). Due to character limitation, below field are added from e1: event site telephone: (B)(6). The engineer was notified by phone to repair it. The customer replaced the machine on his own and suspends maintenance. In future if we receive any repair information will reopen and update the investigation.

Event description:
N/a.